Event description:
It was reported that the patient experienced a shocking or 'sizzling' sensation in his chest for the past 3-4 weeks. The shocking is only present when the implantable neurostimulator (ins) is on and goes away when it's shut off. The patient also noted the ins pocket site was tender to the touch. The patient reported a loss of therapeutic effect and return of symptoms which mainly included his legs locking up. Also, the patient stated that he went to bed with the stimulation turned on, but when he woke up the stimulation had turned off on its own. There were no warning or error screens on the programmer and there were no accidents or incidents related to the complaint. Additional information was received from the patient's nurse that reported the patient had undergone reprogramming. The patient's shocking and tender pocket were also confirmed. It was noted that the patient had worked around electricity in the past, but had given that up. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# v828457, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v828457, implanted: (B)(6) 2011, product type lead. (B)(4).